Event description:
It was reported that the patient was upgraded from a sling device to an artificial urinary sphincter (aus) due to unspecified reason. No patient complications were reported in relation to this event. Additional information received. The patient presented recurring incontinence. The patient is currently recovering from surgery.